Event description:
It was reported that a balloon rupture occurred. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.